Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined.

Event description:
It was reported during use a hair was found in the barrel of the syringe during use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: the physician noticed a strand of black and white hair or an eyelash inside the barrel of the syringe after the medication was drawn up. The reporter denied any adverse events or missed doses due to this event.